Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report..

Event description:
It was reported that the patient presented remotely for follow-up. Review of the transmission revealed, the right ventricle lead exhibited oversensing of noise. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
A partial lead was returned measuring 11.1 cm for the reported event of noise oversensing. Visual examination found no anomalies other than procedural damage. No conductor fractures or internal shorts were found. The reported event was unconfirmed.